Manufacturer narrative:
The device was not returned for investigation, and a device history record review was unable to be conducted as the lot number for the device was not reported or able to be ascertained.

Event description:
A patient underwent a video-assisted thoracoscopic procedure utilizing an eml2 clamp. While performing the left pulmonary vein isolation an injury to the left atrial appendage (laa) occurred. Patient was stabilized and injury was addressed by placing an atriclip to exclude the laa. Procedure continued as planned. There was no reported device malfunction, and the adverse event was the result of a procedural complication.